Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - right hip, reasons for revision: metal ions, bilateral: for left hip see (B)(4).